Event description:
It was reported that while using 29 bd bactec¿ peds plus¿/ f culture vials biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer called me reporting that 51 paenibacillus were isolated from positive blood culture bottles. She is suspicious that it could be contamination of the vials."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1335394. Medical device lot #: 1167256. Medical device lot #: 1167799. Medical device lot #: 1188562.

Event description:
It was reported that while using 33 bd bactec¿ peds plus¿/ f culture vials (plastic), biological contamination was observed by the laboratory personnel. Erroneous results were released to the doctors, but there was no patient impact. The following information was provided by the initial reporter: "customer called me reporting that 51 paenibacillus were isolated from positive blood culture bottles. She is suspicious that it could be contamination of the vials. Patient information: -were any patients treated based on the suspected contamination? No. If so - was there any further patient impact? No. Doctors did not treat any patient and it had no impact on the patient. Update/clarification: 51 strains isolated from 33 bottles 51 are the stains obtained from the 33 bottles. There are different numbers, in a bottle, you can isolate more than 1 strain. ".

Manufacturer narrative:
The following fields were updated: b5. It was reported that while using 33 bd bactec¿ peds plus¿/ f culture vials (plastic), biological contamination was observed by the laboratory personnel. Erroneous results were released to the doctors, but there was no patient impact. The following information was provided by the initial reporter: "customer called me reporting that 51 paenibacillus were isolated from positive blood culture bottles. She is suspicious that it could be contamination of the vials. Patient information were any patients treated based on the suspected contamination? No. If so - was there any further patient impact? No. Doctors did not treat any patient and it had no impact on the patient. Update/clarification: 51 strains isolated from 33 bottles 51 are the stains obtained from the 33 bottles. There are different numbers, in a bottle, you can isolate more than 1 strain. ". D1. Medical device brand name: bd bactec¿ peds plus¿/ f culture vials (plastic) d3. Medical device manufacturer: becton dickinson caribe ltd. D4. Medical device catalog #: 442020. Unique identifier (UDI) #: (B)(4). G1. Manufacturing location: becton dickinson caribe ltd. G5. PMA/510(k)#: k151866. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1335394. D.4. Medical device expiration date: 30-sep-2022. H.4. Device manufacture date: 01-dec-2021. D.4. Medical device lot #: 1167256. D.4. Medical device expiration date: 31-mar-2022. H.4. Device manufacture date: 16-jun-2021. D.4. Medical device lot #: 1167799. D.4. Medical device expiration date: 31-mar-2022. H.4. Device manufacture date: 16-jun-2021. D.4. Medical device lot #: 1188562. D.4. Medical device expiration date: 30-apr-2022. H.4. Device manufacture date: 07-jul-2021. D.4. Medical device lot #: 1217792. D.4. Medical device expiration date: 31-may-2022. H.4. Device manufacture date: 05-aug-2021. H6. Investigation summary: catalog 442020. Batch no. 1335394. Customer reported a contamination issue while using bactec product. A excel spreadsheet was provided by the customer. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog 442020. Batch no. 1167256, 1167799, 1188562 & 1217792. Customer reported a contamination issue while using bactec product. A excel spreadsheet was provided by the customer. Upon further evaluation it was noticed that complaint received was from a product already expired. No investigation can be conducted to the retention samples. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. The batch history record could not be reviewed as the lot is expired, nonetheless batch history records are always reviewed prior to product release. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. Do not use culture vials past their expiration date. Complaint is unconfirmed. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.